Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple unspecified alarms. There was no reported impact to the customer¿s blood glucose. To resolve the issue, the customer cleared the alarms and resumed insulin.